Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by male nurse of the hospital, that the device broke.

Manufacturer narrative:
An event regarding fracture involving a trident acetabular window trial was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: ¿the device broke from multiple events, with the rim breaking first, then the final fracture at the threaded region. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the device broke from multiple events, with the rim breaking first, then the final fracture at the threaded region. No material or manufacturing defects were observed on the device features examined.

Event description:
It is reported by male nurse of the hospital, that the device broke.